Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was too hot. The device was being used during surgery, but there was no patient or user injury. It is unknown if any medical intervention occurred. There was no additional information provided.